Event description:
Customer reports she began using the pump with her second child. She had stopped using the pump with her first child because at 7 months, the pump started cutting up her nipples (bleeding all over). The first time she used the pump after 2 plus years, it did it again. Customer reports she is "all cut up and bloody." The breastshields are size 36 mm, the biggest she could find. Customer has used lanolin to try to "grease" the nipple, but it didn't help.

Manufacturer narrative:
A series of questions have been sent to the customer in an attempt to determine if there is a product issue or user interface issue. A supplemental report will be filed upon receipt of the customer's responses and completion of the investigation, or if attempts to obtain the information are unsuccessful. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.